Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. Product event summary (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the proximal conductor was kinked/buckled, the distal conductor was kinked/buckled, the proximal conductor was cut, there was blood on the proximal conductor (not obstructed), there was blood on the distal conductor (not obstructed), the inner insulation was breached cut, the outer insulation was breached cut, the outer insulation had cosmetic environmental stress cracking (esc) and the lead was stretched. (B)(4).